Event description:
In 2002, pt underwent procedure in which peri-strips dry staple line reinforecement was implanted. In the next two days, pt had nausea and pain. 2 days later, endoscopy showed marginal ulcer along side of implanted strip.